Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00205; 392-11-607, s807 - pain, s814 - stability, poor joint, revision surgery; surgical - quality complaints if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to pain and instability